Manufacturer narrative:
Product complaint # (B)(4). Corrected d4 (expiration date): no expiration date to be reported.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned instrument confirmed the complaint. The root cause is attributed to wear and tear from normal use and servicing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Examination of the returned broach found the teeth exhibited light wear. Circular scratching was found on the post of the broach.

Event description:
It was reported that the broaches are showing signs of wear. No surgical delay.